Event description:
Medtronic received information that 20 days post implant of this annuloplasty ring, the ring was explanted due to mitral regurgitation. The valve was replaced with a bioprosthetic valve. No adverse patient effects were reported. The device will not be returned for analysis. This event was captured off a literature event, case study.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: without the serial number of the product no device history could be pulled and reviewed. The device is not expected to be returned. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.